Event description:
Distributor reported "rupture". This record is for left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified tear) opening. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via distributor "rupture". This record is for left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Corrected data: a2, b5.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Distributor reported "rupture". This record is for left side. Device was explanted and replaced with a non-abbvie device.